Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported the insulin pump buttons were not responding. Customer then changed the batteries and received a battery out alarm limit, which could not be cleared. Customer's blood glucose was not known. It was observed that the time was advancing on the clock. It was advised that the customer revert to a back-up plan. Customer was further advised the insulin pump would be replaced and declined to return the product for analysis.